Event description:
It was reported that a balloon rupture occurred. An fg emerge mr ous 3.00 x 12mm was selected for use during a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery (lad). During the procedure while inside the patient, the balloon was inflated to 12 atm and had ruptured. The device was completely removed from the patient, and the procedure was completed using an alternate device. There were no patient complications.